Event description:
During a pulmonary vein isolation procedure, setting issues with the generator resulted in the unsuccessful isolation of the veins and the procedure was cancelled. The ramp up time on the generator was changed from 'auto' to 2 seconds as per the flex protocol for ablation metrics/lesions. In the middle of the case, a reboot of the generator was needed. At the end of the ablation, it was noted that only the right inferior vein was isolated. Upon review of the exported data for all the lesions, it was noted that the time for each lesion was 6 seconds. It is believed that when the generator was rebooted, the ramp up time reverted back to the default/auto settings and is thought could have contributed to the unsuccessful lesion set. The case was abandoned after 4.5 hours due to the unsuccessful isolation of the veins. The patient left the lab in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be determined. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).